Event description:
It was reported that the implantable neurostimulator (ins) was significantly damaged (dented). The ins was completely explanted and replaced with another device (ultra). There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was further stated the ins battery was at normal end of life and the telemetry and output were okay. It was also reported the dent on the ins case had no impact on performance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 748925 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 748925 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2004 (B)(6), product type programmer, patient product ID, 389133 lot# j0417565v, implanted: 2004 (B)(6), product type lead, product ID 389133 lot# j0417565v, implanted: 2004 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.